Event description:
Patient had a tkr and was experiencing pain and instability. A thicker ts insert and universal baseplate was implanted. Pain instability

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided information. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because limited information was provided. Clinical consultant deemed provided information insufficient for medical review. As per reported event, a thicker insert was used to correct the instability and there is no evidence to suggest this was a device related event. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient had a tkr and was experiencing pain and instability. A thicker ts insert and universal baseplate was implanted. Pain instability.